Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related to patient movement per clinical details that the patient had been restless and moving extensively in bed, bending his leg multiple times, after which the hematoma was first noticed.

Event description:
A 46-year-old male with an acute myocardial infarction complicated by cardiogenic shock (pre support clinical state consistent with society for cardiovascular angiography and interventions (scai) shock stage e) underwent placement of an impella cp via the right femoral artery. During intensive care unit (ICU) rounding with the heart failure physician, a right groin hematoma was identified at the impella access site. No external oozing was observed, and forward tension sutures, angle matching, and appropriate dressings were confirmed. Despite these measures, the hematoma continued to expand. Nursing staff reported that since arrival from the catheterization lab the patient had been restless and moving extensively in bed, bending his leg multiple times, after which the hematoma was first noticed. The reported access site bleeding and hematoma development may have been attributed to patient movement following ICU transfer, anticoagulation requirements and underlying critical condition. Hemostasis was achieved after impella cp removal, and the patient remained stable and survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.